Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. In addition, the customer¿s blood glucose level was 43 mg/dl; cause was unknown. Customer wasn't sure if they had delivered too much insulin and was unsure of the cause of the low bg. Customer consumed carbohydrates to address bg.